Event description:
It was reported that a provisional fractured during a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2 foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04): provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the fractured provisional indicates signs of repeated use (nicked or gouged) and that the post feature has fractured off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a provisional fractured during extraction from the joint space as part of a knee procedure. No adverse events have been reported as a result of the malfunction.